Manufacturer narrative:
One dragonfly optis imaging catheter was received for evaluation. A guiding introducer set was also returned. The results of the investigation concluded that the guidewire rapid exchange port (rxp) was stretched in an outward direction, which is consistent with the reported withdrawal issue. No visual anomalies were noted that could be attributed to the reported positioning issue. The 0.014¿ guidewire was able to be inserted through the tip of the catheter and out the guidewire exit port with no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the stretched guidewire rxp is consistent with damage during use. Based on the returned condition of the device and the information received, the cause of the reported positioning issue remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the device was used in lad#6 lesion with 90% stenosis and mild vessel angulation. After oct imaging was performed, the device could not be pulled back into the guiding catheter. The shaft part of the device was cut and another guiding catheter was attempted to be advanced over the device to the tip. The guiding catheter could not be advanced to the tip of the guiding catheter. The guiding catheter was observed on the cine image to be out of place from the intended vessel, and the middle of the guidewire was sagging and rolling inside the aorta. The devices were removed from the patient¿s anatomy and the procedure was completed with no adverse patient consequences.